Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue was due to over-injection. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. No errors related to delivery failures were identified in event history. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The primary complaint was not confirmed. The pump accuracy was within specification. However, it was near the upper limit. Since the accuracy was near the upper limit, preventively adjusted expulsor. Performed all function tests and all passed.